Manufacturer narrative:
During follow up, the customer indicated that everything was working fine. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were low (57 mg/dl). Customer treated low bgs by consuming glucose tabs. Troubleshooting was performed with tandem technical support and no issues were found.